Event description:
Patient reported ¿pain, burning and needles, discharge from nipples, depression, and constant fear of having bia-alcl¿. Healthcare professional later reported ¿nodules, lump in left breast, cyst, hypoechoic, inflammation of nipples, depressive symptoms (secondary to anxiety), burning in breast, body aches, psychologically shaken, and stiff breasts¿. The following symptoms were also reported, which have been determined as not device related; ¿hair loss, weight gain/fluctuation, low immunity, shortness of breath, allergies, dry eyes, dry mouth, joint pain (fingers and hands), silicone disease, area of clustered microcysts in left breast (which may correspond to solid nodule/cyst with debris measuring 0.7 cm), fatigue, asia syndrome, autoimmune disease, anemia, internal fever, myalgia, dizziness, involuntary spasms, mental confusion, skin blemishes, cognitive problems, stiffness, vitamin deficiencies, decline in physical and mental health, decreased activities of daily living, decrease in quality of life, direct needling, and headaches¿. The patient was hospitalized due to ¿an allergic crisis in the chest, itchy body, and swelling¿. This complaint is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "hypersensitivity/allergic reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hypersensitivity/allergic reaction.

Event description:
Patient reported "feels pain every day, burning and needles and discharge from her nipples." And "soon the recall happened, from the time the implants were placed until today feels pain that only gets worse every day, in addition to having hair loss, lives in constant fear of having bia-alcl." ¿needles¿ ¿discharge from her nipples" patient later reported ¿hair falling out¿, ¿weight gain¿, ¿low immunity¿, ¿shortness of breath¿, and ¿low immune system¿, ¿allergies- which are not device related¿, (¿dry eyes and dry mouth- which are not device related.¿) ¿still feels pain in her breasts¿, and ¿pain in the entire thorax¿ (¿pain in the joints of the fingers of the hands¿ and ¿joint pain¿,- which is not device related) secretion in the nipples¿ ¿hardened breasts¿. ¿anxiety attacks¿ and ¿depression¿. Hcp later reported ¿silicone disease- which is not device related" ¿nodules¿ ¿cyst- which is not device related" ¿inflammation of the nipples¿ ¿depressive symptoms secondary to preoccupation with silicone breast lot with "illegible" problems¿. ¿right side: severe pain¿, ¿lot of pain in breasts¿ and ¿burning in the breasts¿ ¿body aches¿ ¿psychological shaken¿ ¿breast prosthesis extraction indicated due to risk of breast neoplasm developing¿. ¿needle inside the body¿. ¿fatigue- which is not device related", ¿stiff breasts¿. Asia syndrome- which is not device related" this is for the right side device. The devices remains implanted.